Event description:
It was reported that there was an issue with needing to wiggle the cord to achieve a full charge. No additional information indicated any adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, and no further action was required as there was no impact reported.